Event description:
Reporter is concerned about the quality control of the composition of the plastic used to make the tubes. They state that at 102 degrees, the tubes in some lots become so soft that the sphincter muscle is able to collapse the tube.